Manufacturer narrative:
The olympus demo lamp unit was returned for annual inspection with no allegations against the product. In addition to the reportable findings documented in b5, non-reportable findings are as follows; a deformed cable, a broken ignitor, and the high function inoperable due to the hinge unit the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
During the annual inspection of this visera elite xenon light source demo unit by olympus the following reportable event was identified; the main lamp does not light due to a faulty power supply. This device and complaint has no user facility or patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however, it is likely that a failure of the power supply unit led to the malfunction resulting in the main lamp not turning on and the emergency lamp turning on. Olympus will continue to monitor field performance for this device.